Event description:
The complainant reports that during a therapeutic ercp, age and gender of pt unk, the stone became trapped in the basket while in the common bile duct. The tip of the basket did not break off but the clinician was able to open the basket all the way to release the stone and extricate the basket intact. A plastic stent was inserted to facilitate the flow of bile. The procedure was not completed at this time and there were no reported adverse affects to the pt as a result of this malfunction.